Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, three strands of suture broke during the case. In order to complete the case, they had to open more suture.